Event description:
Treatment of a left unruptured ophthalmic aneurysm measuring 18mm x 8mm. During the pipeline procedure involving three pipelines, it was reported that the first pipeline would not release from the capture coil despite several techniques and was removed from the patient. A second pipeline was deployed and released from the capture coil; however, it was twisted in the middle and would not release from the pushwire. A third pipeline was deployed with no issue. No injury was reported with the patient as a result of the procedure. Same event as MDR# 2029214-2013-00319.

Manufacturer narrative:
The pipeline, pushwire, and marksman catheter were returned for evaluation. The pipeline was found already released from the capture coil; therefore, the event cause could not be determined. (B)(4).